Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the customer returned device the following defects were found, switch 1 cut, plug unit scratched, due to wear of angle wire, bending angle in up direction did not meet the standard value, light guide lens cracked, distal end had foreign material or stain, and corrosion around left arm. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, evis exera iii duodenovideoscope to the olympus service center for annual inspection. Upon inspection and testing of the customer returned device, foreign material/stain was found at the scope distal end surface due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) which state: operation manual 3.3 inspection of the endoscope shows how to detect the event. Reprocessing manual 5.3 preclean the endoscope and accessories 5.5 manually cleaning the endoscope and accessories shows how to prevent the event. Olympus will continue to monitor field performance for this device.